Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that at approximately 1:30am, they passed out and their wife called 911. When the emergency medical technician¿s (emts) arrived, they administered the patient with a glucose shot and tested the patient¿s bg that was 27 mg/dl. After administering the glucose shot, the patient became responsive. The patient¿s wife contacted the patient¿s doctor and was advised to monitor the patient¿s bg. At the time of contact, the patient was recovered. No additional patient or event information is available. No data was provided for evaluation. The confirmation of inaccuracies could not be determined. A root cause could not be determined.